Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated there was a speaker malfunction inop error message on the mx40 and they could not confirm if the sound was working. There was no report of a patient injury or harm.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.